Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: part: 03.607.513 lot: l096581; manufacturing location: (B)(4); manufacturing date: 25. Aug. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the front cutter broke off. The procedural step not provided. No information about patient outcome. Complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The manufacturing documents of the front cutter in question were reviewed and no complaint related issues were found. The correct material was used; as well the hardness was found to be within the specification. The fracture face is homogenous, which indicates material conformity. This lot of (B)(4) pieces was manufactured in august 2016. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Our investigation has shown that one prong broken off as complained. The broken prong is missing for further evaluation. Further investigation has shown the present cutting blade is blunt and had dents on surfaces. We can only assume that a mechanical overload during use caused this damage. Please note: the stopper is on the side of the cutter. This corner is normally not exposed to any force during the cutting procedure and there is a clear gap between the stopper and the corner in the closed position of the front cutter. It is possible that anything was between the stopper and the corner during the cutting procedure and did additional lead to a mechanical overload as this corner is not designed to take any force. We can only assume that a mechanical overload during use caused this damage. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.